Event description:
Device malfunction: none. Symptom/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal carotid stenting procedure, the patient experienced a stroke. The patient became confused and agitated with slurred speech, facial droop right arm flaccidity and right leg weakness. Both a CT scan and a carotid ultrasound were negative for acute events. The event was treated with coumadin and lovenox. At an unspecified time, the slurred speech and facial droop resolved. The condition is listed as improving and continuing. Four days post procedure, the patient returned to a nursing facility. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot number.